Event description:
It was reported that approximately 30 months post-implant of a bifurcated device and three aortic extensions, a proximal type I endoleak was identified on a computed tomography scan. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. However, medical records were provided and reviewed by a clinical representative. The review indicated the patient had severe infrarenal aortic neck angle, in addition to presence of mild to moderate mural thrombus in the infrarenal aortic neck at baseline. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Based on the review of the available information, we were unable to determine a conclusive root cause; however, patient vessel morphology may have been a factor. Endoleaks are a known risk of the procedure and are identified in the device instructions for use (IFU), under potential adverse events. Additionally, the IFU under warning and precautions states: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.